Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements. Pm maintenance and cleaning required at this time. Device history record reviewed showed no abnormalities related to the reported failure. The complaint was not confirmed and it was found to be functioning as intended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Additional information - the device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. No material was returned for evaluation. Device history record reviewed for this showed no abnormalities related to the reported failure. The reported complaint was not confirmed. Root cause is unknown. Device identifier #: (B)(4) between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. The device history record was reviewed with no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The reported complaint was not confirmed. Root cause for event was unknown, however the most probable root causes outlined in the risk management: worn/degraded device (wear and tear), incorrectly assembled device, device out of specification / calibration , improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure and improper maintenance.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp had unintended movement on (B)(6) 2019. The device was in contact with the patient and there was patient injury. Additional information was received on 03jul2019 indicating the patient was to be positioned prone using mayfield headrest for a occipital craniectomy: posterior fossa decompression for chiari malformation. The surgeon and fellow physician applied the mayfield, pinned in place. It was noted that after turning, the mayfield had slipped causing a laceration to the patient's left scalp requiring staples for closure. The mayfield was removed. The mayfield was noted to not be locking in place. The was a delay in the procedure (time unspecified) due to product problem.